Event description:
(B)(6) / the leads were installed for my spinal cord stimulator on (B)(6) 2026 and on or around (B)(6) 2026 the leads had a high impedance and device quit working properly and another surgery was needed to install new leads on (B)(6) 2026. All surgeries were done at (B)(6) hospital, (B)(6). By (B)(6). Dr. (B)(6) states he has not seen this issue prior. No falls happened to the patient. Additional product details: ID# (B)(6) abbott spinal cord stimulator. Removed due to leads breaking. Patient ID (B)(6) patient ID (B)(6).